Event description:
A report was received that the patient developed a small blister and experienced a burning sensation while charging. No intervention was provided to address the blister, the patient was provided with proper charging techniques, and will be followed by the field clinical engineer. Additional information was received that the patient developed two blisters. The patient was charging in one hour sessions at which time she developed a large blister, which then subsided. The patient then changed to 45 minute charging sessions which is when the small blister developed.

Manufacturer narrative:
The returned device was analyzed and no anomalies were found.

Manufacturer narrative:
Additional information was received that the patient developed two blisters. The patient was charging in one hour sessions at which time she developed a large blister, which then subsided. The patient then changed to 45 minute charging sessions which is when the small blister developed. The charger is pending return.

Event description:
A report was received that the patient developed a small blister and experienced a burning sensation while charging. No intervention was provided to address the blister, the patient was provided with proper charging techniques, and will be followed by the field clinical engineer.

Manufacturer narrative:
A review of the manufacturing documentation for the charger revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed a small blister and experienced a burning sensation while charging. No intervention was provided to address the blister, the patient was provided with proper charging techniques, and will be followed by the field clinical engineer.